Manufacturer narrative:
(B)(4). Visual inspection found the returned device was received with the basket retracted and the tip still attached to the basket. The sidecar rx tunnel was found pushed back. The working length was free of obvious kinks, and the sheath was torn at the distal end. A functional inspection was performed by actuating the handle and found the basket was able to extend/retract without any issues. Dimensional inspection found the sidecar rx tunnel was pushed back 2mm which was out of specification. Based on all available information, during unpacking or preparation, handling and manipulation could have affected the device's performance and integrity. The marks observed in the sidecar rx tunnel are consistent with the ones caused when the guidewire is pulled out through the sidecar wall. This may have caused damages/deformities in the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a choledocholithotomy procedure performed on (B)(6) 2020. According to the complainant, during preparation, when the device was unpacked, the side car rx tunnel was found torn. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The investigation results revealed the sidecar rx tunnel was pushed back; therefore, this is now an MDR reportable event.